Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp- (B)(4). Medwatch# 0001526350-2023 -00701/ 0001526350-2023 -00701-1 submitted for air dermatome. Review of the most recent repair record determined the control bar was not in the right position. The vespel and semi-circle bearings were replaced and the thickness control bar was repositioned and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that, during surgery on (B)(6) 2023, skips when harvesting skin - suspecting blade issues. Patient was involved and had a 10-15 minute delay in the surgery. Unknown impact to patient but no medical intervention was reported. At investigation it was determined the device was not cutting properly. Due diligence information complete. No additional information available.